Manufacturer narrative:
The investigation determined that discordant, (B)(6) results were obtained from multiple different patients when tested using multiple lots of vitros (B)(6) on a vitros 3600 immunodiagnostic system. The results were discordant compared to (B)(6) results obtained from non-vitros (abbott) (B)(6) testing. The (B)(6) vitros (B)(6) results for the patients were obtained over the timeframe (B)(6) 2021 to (B)(6) 2021. A definitive cause of the discordant, (B)(6) vitros (B)(6) results was not established. It was possible to determine that vitros (B)(6) lot 2580, lot 2590, lot 2600 and lot 2610 were performing as expected via a review of e-connectivity. However, no data was available in e-connectivity to review the historical performance of the alternative vitros (B)(6) lots 2500, lot 2531, lot 2540, lot 2560 and lot 2576. A vitros (B)(6) reagent issue cannot be ruled out as a contributor to the (B)(6) vitros (B)(6) results for the patients. No diagnostic precision testing was performed when requested, therefore, an instrument issue cannot be ruled out as a contributor to the event. Pre-analytical sample processing could not be ruled out as contributing to this event, as it is unknown if the patient samples were prepared in accordance with the tube manufacturer¿s recommendations. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Additionally, turbidity in the samples for the patients could have affected the (B)(6) vitros (B)(6) results. Furthermore, incorrect handling of the patient samples between testing events is a possible contributor to the event, as it was not determined how patient samples were handled between vitros (B)(6) and abbott (B)(6) testing events. Non-specific antibody interference cannot be ruled out as a contributor to the event. Vitros (B)(6) testing could not be carried out using nabts as there was no patient sample remaining. It is possible that an unknown interferent was causing (B)(6) vitros (B)(6) results, although this could not be determined. Additionally, method to method differences between the vitros (B)(6) and abbott (B)(6) methods cannot be ruled out as a contributor to the event. The (B)(6) vitros (B)(6) results could be caused by the vitros (B)(6) reagent assays being less sensitive to detecting antibodies to the (B)(6) core antigen, than the abbott (B)(6) assay. The vitros (B)(6) reagent is a competitive assay, if the vitros (B)(6) reagent is less sensitive, the signal (alu) produced during a test will be lower, therefore, the corresponding vitros (B)(6) result (s/c) will be (B)(6) and could breach the IFU interpretation and cause a (B)(6) result. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros (B)(6) reagent lot 2500, lot 2531, lot 2540, lot 2560, lot 2576, lot 2580, lot 2590, lot 2600 or lot 2610. (B)(4)

Event description:
A customer observed discordant, (B)(6) results from multiple different patients when tested using multiple lots of vitros (B)(6) on a vitros 3600 immunodiagnostic system. The results were discordant compared to (B)(6) results obtained from non-vitros (abbott) (B)(6) testing. The (B)(6) vitros (B)(6) results for the patients were obtained over the timeframe (B)(6) 2021 to (B)(6) 2021. Patient 1, vitros (B)(6) lot 2500 result of (B)(6) versus the expected result of (B)(6) patient 2, vitros (B)(6) lot 2531 result of (B)(6) versus the expected result of (B)(6) patient 3, vitros (B)(6) lot 2540 result of (B)(6) versus the expected result of (B)(6) patient 5, vitros (B)(6) lot 2540 result of (B)(6) versus the expected result of (B)(6) patient 6, vitros (B)(6) lot 2560 result of (B)(6) versus the expected result of (B)(6) patient 7, vitros (B)(6) lot 2560 result of (B)(6) versus the expected result of (B)(6) patient 8, vitros (B)(6) lot 2560 result of (B)(6) versus the expected result of (B)(6) patient 9, vitros (B)(6) lot 2576 result of (B)(6) versus the expected result of (B)(6) patient 11, vitros (B)(6) lot 2580 result of (B)(6) versus the expected result of (B)(6) patient 12, vitros (B)(6) lot 2590 results of (B)(6) versus the expected result of (B)(6) patient 13, vitros (B)(6) lot 2590 result of (B)(6) versus the expected result of (B)(6) patient 14, vitros (B)(6) lot 2590 result of (B)(6) versus the expected result of (B)(6) patient 16, vitros (B)(6) lot 2590 results of (B)(6) versus the expected result of (B)(6) patient 17, vitros (B)(6) lot 2610 result of (B)(6) versus the expected result of (B)(6) patient 20, vitros (B)(6) lot 2600 result of (B)(6) versus the expected result of (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The (B)(6) vitros (B)(6) results were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number thirteen of fifteen MDR¿s for this event. Fifteen 3500a forms are being submitted for this event as fifteen devices were involved. (B)(4).